Event description:
Hcp reported that "under fluro exam the catheter appears to have numerous holes along entire length of catheter. This allows drug to be dispensed well before the intrathecal space." The device was explanted and returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.